Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis.

Event description:
It was reported form a customer evaluation, although the function was superior, the hand piece loss power after 1 and 1/2 hours.